Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient specific implant (psi) plate was not long enough for screws to be inserted into the right (medial) side. This was a performed revision procedure during which the osteotomy from the primary procedure was performed slightly lateral to the mental foramen. The surgeon did sign off on the design of the plate; however, the images were misleading as they did not show the plate on a mandible post-osteotomy (as was the image for plate approval for the primary case). Rather, the images showed the plate on native mandible pre-primary procedure. The surgeon had to use the plate which was designed for the primary procedure. He had to contour it further to facilitate to the new flap. It had 4 +18 holes as opposed to the plate designed for revision surgery, which had 4+15 holes (original design had 14, but surgeon requested 1 extra hole). There was a surgical delay of approximately 15-20 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth and weight are unknown. Device was not implanted or explanted during the revision procedure on (B)(6) 2015. Per facility, the complainant part was discarded and is no longer available for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: march 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number sm207378, psi matrixmand reco-pl t2.5, lot number 1041). Though the subject device was not returned for evaluation, an investigation was conducted and it was concluded that the bone model supplier provided synthes with the anatomical model that combined the preoperative and the postoperative condition of the patient, which lead to incorrect design of the implant as complained. To avoid such an occurrence synthes has addressed this issue with the bone model supplier to assure that future combined pre- and post-operative models clearly highlight the resection lines on the remaining bone stock such as on the bone transplant. This complaint was deemed valid from a design perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.